Event description:
The user facility reported that the device overheated. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : device not returned.

Event description:
The user facility reported that the device overheated. The user facility was not able to provide any further information regarding the reported event.